Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy but related to the implanting procedure.

Event description:
It was reported that the patient experienced bradycardia the same day as their vns implant surgery, which cause prolonged hospitalization. It was noted that the event was related to the implant procedure and one of the patient's medications. No other relevant information has been received to date.